Event description:
Philips received a complaint from the customer on the v60 indicating that the data acquisition (da) board started smoking after installation. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to the latest version of the service manual and advised the customer that the parts had a 90-day warranty. The rse provided the customer with the part numbers for the da board and cable. The rse followed up with the customer and the customer confirmed that they had replaced the da board to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.